Event description:
Boston scientific received information that this patient presented with unspecified symptoms. Physician contacted boston scientific technical services (ts) and reported that they were unable to interrogate the device. Ts discussed that the device had been implanted for 13 years and the symptoms were unlikely to be related to the device. According to the product manual, the labeled longevity of this device is 6.6 years (assuming vvi mode, 0% pacing, and quarterly shocks). No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.